Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Two devices were available for evaluation. Visual inspection noted no damage to the metal blades of the instruments. Functional testing found no difficulty in loading, unloading or toggling the test needle in the returned instruments. It was reported that the needle broke in half and fell into the cavity of the patient. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of disengaged loading button. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: vloca208l v-loc 180 2-0 abs reload20cm (lot#: n4a2413y) vloca208l v-loc 180 2-0 abs reload20cm (lot#: n4m1811y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the laparoscopic hysterectomy, while closing the vaginal cuff, the needle broke in half and fell into the cavity of the patient. The surgeon attempted to look laparoscopically along the vaginal cuff using a grasper to try and see if the needle could be located. The needle was not located and the patient was taken to the recovery unit where an x-ray was taken and the broken needle was seen on x-ray. The broken needle was then left inside the patient. A new suture was opened to complete the case.